Event description:
It was reported that the physician in training for use of the proglide device achieved femoral arteriotomy closure after a diagnostic procedure. The suture was successfully harvested, but the proglide was difficult to remove. The device was rotated and the device was extracted without problems. Hemostasis was achieved with the device. The first hypothesis was that the feet did not re-close, but under a scope it was seen that the mechanism was properly working. It was also observed that the patient groin was not easy to treat (e.g. Stiff under-skin). There were no patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned limiting the investigation. The foot deployment and parking were acceptable. The device conforms to specification. No malfunction was detected and the root cause could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.